Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is an estimate. Difficulty retrieving the filtration element may include, but is not limited to, patient anatomical conditions, stent post dilatation strategy, lack of guide catheter support, use technique or interaction between associated devices. In this case, a conclusive cause for the difficulty retrieving could not be determined. However, it was reported that upon removal, it was noted that the tip was buckled. This may suggest that excessive force was applied while pulling the filtration element into the retrieval catheter causing the tip to buckle. This would also cause difficulty removing the system from the 7f sheath with the tip being buckled. The product instructions for use (IFU) states: complete retrieval of the filtration element has been achieved when the distal filtration element marker band has been withdrawn to within 2 mm of the distal end of the radiopaque catheter tip. Do not continue to retract the barewire filter delivery wire against significant resistance. Overall, without having the device to examine, a conclusive cause for the reported difficulties could not be determined. However, there is no indication to suggest a product quality deficiency. All embolic protection devices are 100% visually inspected for damage. In addition, a sampling of units is visually, dimensionally and functionally inspected.

Event description:
It was reported that during the procedure, during device retrieval, the filter may have been pulled too far into the sheath, because it was difficult to get it out of the 7f sheath. However, it was successfully removed from the patient without any medical intervention. The tip was noted to be buckled upon removal. Reportedly, there were no patient effects. No additional event or patient information was provided.